Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx nine months post procedure the pt was reassessed for symptoms of vaginal discharge and erosion. The sling was removed without incident. The pt remains continent. F/u indicated technique may have been a contributing factor to this event. Continual inservicing to improve skills and technique is ongoing. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedure. Urinary retention and infection. Consequences specifically related to materials. Pelvic sensitivities and tissue erosion."